Event description:
Pt complained of sudden back and shoulder pain. Evaluation showed redness around the port and pain in the left shoulder and left arm. Fluoroscopy showed catheter fractured with tip in right atrium. The catheter was removed surgically. Clinical engineering evaluation was non-conclusive. It is postulated the fracture could be secondary to pinch-off syndrome, a known complication of subclavian placement of implantable ports.